Event description:
It was reported that during a bwi-sponsored clinical study a patient underwent an index cardiac ablation with a qdot micro catheter and experienced pleural effusion post-ablation. The issue was categorized as moderate and serious with prolonged hospitalization. The patient was originally admitted on (B)(6) 2025, had their procedure on (B)(6) 2025, and was discharged on (B)(6) 2025. It was determined that the event was not related to the qdot micro catheter or other devices used. Additionally, the relationship between the procedure itself and the event is that the effusion was a possibility but that its occurrence was unexpected/unanticipated. The patient was treated with the medication furosemide, and their issue was confirmed to be resolved by (B)(6) 2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 20-feb-2026, it was determined that this event is not FDA-reportable. There is no information to report as prior to the initial report's submission, bwi received information (on 13-feb-2026) that the effusion was not related to the products used in the procedure. This event was mistakenly reported and no further reports will be sent. Manufacturer reference number: (B)(4).